Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was presented in a hospital for unrelated reason. X-ray image was taken and it was noted that the rv lead had dislodged. The lead was capped and replaced on (B)(6) 2018. The patient was stable prior during and post procedure.